Manufacturer narrative:
The manufacturer received information alleging a ventilator failed a leak test step during calibration. There was no harm or injury reported. The device was not in patient use. The device was returned to a third-party service center for evaluation. The test step failure was found to have been caused by the inline proximal filter being contaminated. The filter needs to be replaced to address the issue. Additionally, the device's muffler assembly, air inlet foam filter and particulate filter need to be replaced per preventive maintenance protocol. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Event description:
The manufacturer received information alleging a ventilator failed a leak test step during calibration. There was no harm or injury reported. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.